Event description:
The customer reported a failure to power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A philips fse evaluated the device and verified the reported symptom. The main board (power pca) was replaced to resolve the issue. The device remains at the customer site.